Event description:
It was reported to nuvectra that the patient experienced pain at the stimulator pocket site and a lack of therapeutic effect to the lower back. Multiple re-programming was performed with no success. Subsequently, the stimulator and leads were explanted.